Manufacturer narrative:
This form was completed by the manufacturer.

Event description:
The haptic of the lens bent after insertion into the patient's eye using the mp-28 sofport. The lens was removed and replaced with no patient injury.